Event description:
It was reported that the patient recently underwent hip surgery and is being checked post surgery. During device interrogation, episodes of non-sustained tachycardia (nst) were observed, indicating t wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.